Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected results obtained from a non-vitros quality control fluid using vitros chemistry products sodium (na+) slides lot 4248-1080-0580 on a vitros xt 7600 integrated system. Biorad lot 56700 level 1 vitros na+ results of 137.4, 136.3, 136.7 and 137.2 mmol/l vs an expected result of 115.4 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected results were obtained from a non-vitros quality control fluid using vitros chemistry products sodium (na+) slides lot 4248-1080-0580 on a vitros xt 7600 integrated system. The assignable cause of the higher than expected vitros na+ quality control results is a suboptimal calibration. The intercept value of the calibration used to obtain the higher than expected vitros na+ results was atypical and higher than expected when compared to the data base value. Following a recalibration event, post calibration qc results using vitros pv fluids were within expectations indicating an acceptable calibration. The cause of the suboptimal calibration is unknown. The tsc reviewed the customer¿s protocol when preparing the vitros cal kit 2 and the vitros na+ reagent and determined it to be within acceptable guidelines. Based on quality control results for vitros na+ lot 4248-1080-0580 prior to the suboptimal calibration, a vitros na+ reagent performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4248-1080-0580. Within run precision testing was not performed on the vitros xt 7600 integrated system. However, there was no evidence to suggest that the vitros xt 7600 integrated system was a contributing factor of the event as acceptable qc results from vitros pv fluids were obtained after a recalibration event without any known actions being performed on the vitros xt 7600 system. Email address for contact office above is (B)(4).